Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3389s-40, lot# v591420, implanted: (B)(6) 2010, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The parkinson's disease patient reported through a manufacturer representative that ¿there were issues with his connections leaking body fluids¿ and that ¿this had caused some unreliability in the stimulation.¿ no further event information was reported at the time of initial report; no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received a consumer indicating the fluid ingress was a result of the new device he had implanted. This device was replaced with a third device, which resolved the issue. The patient indicated they felt the unreliability in stimulation within two weeks of the "infection".